Event description:
Philips received a complaint on the xl+ defibrillator indicating that the battery can¿t be charged and needs to be replaced. There was reportedly no patient involvement. The fse evaluated the device and confirmed the problem. It was determined that this was a malfunction of the battery. The battery was replaced which resolved the problem. The device remains at the customer site and no further evaluation is warranted at this time.